Manufacturer narrative:
(B)(4). Batch # = m91k3h. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 2 partially shaped clips due to an anti-backup failure and 7 conforming clips. In addition, the instrument locked out as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl was found damaged causing the anti-backup failure; however no conclusion could be reached as to what may have caused the damaged to the ratchet pawl. No conclusion could be reached as to what may have caused this condition. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, nurse stated it failed to fire correctly and then locked up. No delay or adverse event reported. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.